Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while being taken out of the package. No pt involvement was reported.